Event description:
The elderly patient was identified as being at high risk for development of pressure ulcers and so as part of the pressure ulcer prevention protocol, the patient was placed on a first step select overlay mattress. Three days after placement of the mattress, a nurse was in the hallway outside of the patient's room and heard a noise come from the patient room. The nurse found the patient lying on the floor. The patient reported; was "trying to use the urinal and slid out of the bed onto the floor." The patient had no apparent injuries from the fall. The overlay mattress has an air-filled chamber portion and a cover. Both of these items are made of a nylon-like material. This combination of slippery surfaces does have a "slip and slide" effect. The mattress overlay base is to be strapped to the frame of the bed by velcro straps and the cover is to be tucked under the air mattress. Care is also taken to use the hill rom 840 bed instead of the hill rom versa care bed as the versa care beds do not have enough height to the siderails and a patient could easily go over the siderails due to the thickness of the overlay mattress. In this particular case, the patient was on a 840 bed and the nurse discovered that the mattress overlay was not anchored to the bedframe and the cover was not tucked in. It is normally the practice for kci to set up these mattresses, but not always. Kci will be contacted regarding this problem. Staff on the nursing unit on which this occurred noted that they have been using these mattresses for years and this is the first time they have encountered an overlay mattress that was not anchored properly to the bed frame.